Event description:
The customer reported the ventilator was alarming and resetting when it was powered on. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician reported when the ventilator was powered on the monitor screen was distorted and the ventilator would restart during power on self testing. The service technician replaced the vga pcb to correct the problem. Applicable final testing was completed and passed per operating specifications. Analysis of the vga pcb board revealed a malfunction that may result in the unit shutting down during operation with a backup alarm active.